Manufacturer narrative:
Updated information: d1 brand name updated. D6a/d6b added. D9 device return date added.

Event description:
The complainant reported that shortly after initiation of support with the impella¿5.5, following an escalation from an impella cp, in the operating room, the automated impella controller displayed a ¿placement signal not reliable¿ alarm. Within approximately 20 minutes of use, the placement signal intermittently dashed out on the controller screen. The issue persisted intermittently during the early period after placement. No additional information was provided regarding patient impact or procedural delays at the time of the report. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella 5.5 and the automated impella controller.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿placement signal not reliable¿ alarms and loss of placement signal was a defective optical pressure measuring unit.